Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance. Diagnostic imaging showed evidence of lead fracture. The lead capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.